Event description:
Controlled heater/humidifier was delivering very hot air and the digital temperature display read 82c. No injury to pt.further conversation with facility personnel revealed that the details of the incident were not available. The facility stated that the dr felt the air was hot, although no measurements were taken. The facility also stated that the dr may have been standing over the heater and mistakenly read a "28" as an "82" on the display. The equipment was found to have no malfunctions, and was placed back into service. At the facility's request, the MFR has provided training in equipment use to all 3 shifts at the facility. Co now considers this report closed.